Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), vaginal haemorrhage ("excessive vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff needs for additional surgery. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received : events added- abdominal pain. Patient demographic added, essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and vaginal haemorrhage ("excessive vaginal bleeding"). The patient was treated with surgery (remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff needs for additional surgery. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.